Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the failure mode was not reproduced. Inspection of optical pump receptacle and measurement of 5s parameters did not show any abnormalities. However, during short-term testing with simulator pump and pc, the console functioned well without any failure. The optical relating alarms were not reproduceable. Before returning this console back to the customer, a full functional check on the console and optical system was performed. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, automated impella controller (aic) alarmed for an error. A back up console was used to complete the procedure. No patient harm was reported.